Event description:
A hydratome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complainant, when the tip of the hydratome was placed inside the papilla, an attempt was made to insert the guidewire. However, the guidewire stuck and would not go through the tip. The procedure was completed with another hydratome rx sphincterotome. No pt complications were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "unk".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.